Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported one side of the pt's ((B)(6)) ipg is not anchored and as a result, the ipg is moving/tilting. This issue is causing discomfort when the pt leans forward. Surgical intervention will take place at a later date.